Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b1, b2 additional information was requested, and the following was obtained: the patient was not dismissed on the (B)(6) 2023 but however demised. Additional information was requested, and the following was obtained: the tip of the needle broke off in the femur. Additional information was requested, and the following was obtained: does the surgeon believe that the patient¿s death was related to the needle issue? If yes, please explain. Unknown. Did the needle break? See below no or did the needle pull off of the suture? Yes, the needle was pulled off from the suture. What was the cause of death? Due to privacy sop¿s I am unable to comment. What was the date of death? Due to privacy sop¿s I am unable to comment. How long was the surgery delayed? Surgery was prolonged as the surgeon first had to search and wash out the surgical field before he could continue the operation. Corrected information: h1 corrected h6 health effect - clinical code corrected h6 health effect - impact code corrected h6 medical device problem code

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. What was the size of the needle used? 13mm. 2. Was it just the tip of the needle that broke off? Full needle. 3. Was there any tissue damage as a result of searching for the needle piece? Not to my knowledge. 4. Was the search for the needle fragment done intra-op while the patient was still in the operating room? Yes. 5. Were x-rays performed to localize the needle tip? In picu no needle visible on xray. 6. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? No. 7. Was the needle piece removed or is it planned to be removed? Not removed, not visible on xray. Needle might have been on the floor but floor search without result. 8. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Not to my knowledge. 9. Are there any adverse patient consequences? Not to my knowledge. 10. Does the surgeon believe the needle piece is retained in the patient's tissue? Unable to find needle. 11. If retained, where is it located/in what structure? Not retained as not shown on xray and therefore presumed not in patients chest. 12. Current status of the patient? Dismissed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, the needle came off thread while suturing. Another suture was used. The procedure was completed successfully. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/10/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Component code: g07002 device not returned.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional information was requested and the following was obtained: needle broke off from the suture and the needle was not found following extensive washout, incurring prolonged theatre time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the size of the needle used? Was it just the tip of the needle that broke off? Was there any tissue damage as a result of searching for the needle piece? Was the search for the needle fragment done intra-op while the patient was still in the operating room? Were x-rays performed to localize the needle tip? Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was the needle piece removed or is it planned to be removed? If yes, please provide date and details of removal intervention. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Are there any adverse patient consequences? Does the surgeon believe the needle piece is retained in the patient's tissue? If retained, where is it located/in what structure? If retained, are there plans for removal of any remaining fragments? If retained, was more than half the needle retained in the patient? Current status of the patient?